Manufacturer narrative:
B3: date of event estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: article titled: obesity is not associated with adverse perioperative or poorer clinical outcomes following thoracic and fenestrated-branched endovascular aortic repair.

Event description:
This event is from a literature review of a comparison of obese and nonobese patients for risk factors causing higher morbidity and mortality following endovascular aortic repair. Perclose proglide were used for closure of access sites whenever possible with wound complications noted of infection, hematoma, lymphocele and bleeding. This study did not find any significant differences in terms of mortality and morbidity between nonobese and obese patients undergoing endovascular treatment of thoracic, pararenal, and thoracoabdominal aortic aneurysm and dissections. Similar early and late outcomes were observed for obese and nonobese patients. Specific patient information is documented as unknown. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a complaint review could not be performed because the product was not returned for evaluation and the part / lot numbers were not reported. The patient effects of hemorrhage, infection and hematoma are listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. Based on the information reported through the research article, a definitive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.